Event description:
Patient had a sigma tc3 revision performed. Doctor used a +2mm offset on the femur. However, when real +2mm adapter bolt was assembled the torque wrench got stuck on the femur as the gasket on the wrench broke and had to be hammered off. After offset bolt was put together, it appeared as if the markings on the tc3 femur box showed that the bolt was put in the -2mm position even though the arrow of the bolt was pointing towards the flange.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available.

Manufacturer narrative:
Examination of the returned instrument confirmed the black plastic protector component has cracked and become disassembled from the wrench. (B)(4) was initiated to further investigate and determine root cause and corrective actions. (B)(4) has been initiated to change then design of product code 961673 as part of (B)(4). The current complaint sample was manufactured prior to the implementation of (B)(4). No further corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.